Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: perforation requiring additional ballooning. Device issue: no device malfunction has been reported. It was reported that the patient presented emergently. There was anastomosis at rca bypass and pda. The lesion was predilated with another company's 2.0 x 15 mm balloon. Then the 2.5 x 18 mm promus was deployed, and after injecting dye, a perforation was noticed. The delivery balloon was inflated for a 20 minutes to seal the perforation. The patient experienced some chest pain during the treatment. No other patient effects were reported. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - angina and perforation, as noted in the promus IFU, are known adverse events associated with coronary stenting. It was reported that the promus stent was placed in a bypass lesion. The promus IFU states: the promus everolimus-eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary stent lesions (length = 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. Although there is no indication of a product quality deficiency, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.